Event description:
A malfunction alarm was reported with the code malf 12, although no notable events were noted prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The malfunction code was resettable, but the customer was unable to reset the pump immediately due to not having her charger and planned to call back when she has it.